Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using multiple power sources after receiving a power source alert. Customer was sent a new cable and adaptor by tandem technical support. Multiple follow up attempts were made by tandem technical support to confirm that the new cable/adapter addressed the issue; however, the customer did not respond.